Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported patient with post-syncopal episodes presented in hospital for observed pauses while under monitored telemetry. Right ventricular oversensing was noted with inhibition of pacing. Low impedance and intermittent loss of capture were also noted. Noise was not evident during subsequent provocative testing. The lead was capped on (B)(6) 2018. Patient was stable post-procedure.